Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and confirmed the error 2012 issue. Fss replaced the instrument manager printed circuit board (pcb) which resolved the issue. Fss performed the field service checklist on the unit, which it passed all the functional tests. The system was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The abbott field service engineer visited customer site to service the unit as required by the account and while on site error 2012 (instrument host timeout error) was reported with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.